Event description:
It was reported that during coronary treatment procedure that the gauge on inflation device broke. The physician was inflating the balloon using an encore 23 and the balloon inflated but the gauge did not register. The physician completed the procedure with another of the same device and there were no patient complications and patient was ok post procedure.

Manufacturer narrative:
(B)(4).